Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the lot number involved, as 2u0306 does not appear to be valid were there any adverse patient consequences?

Event description:
It was reported that the patient underwent surgery for appendix procedure on (B)(6) 2020 and suture was used. The suture broke when sewing in the appendiceal stump. Changed to another device to complete the surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to FDA: 12/21/2020 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Date sent to FDA: 12/21/2020. Corrected h6 component code: g07002 - device not returned.